Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the infusion set tubing or the cartridge pigtail. After changing the infusion set tubing twice, insulin was observed exiting the tubing. The customer could not recall if blood glucose was impacted. As the event occurred in the past, tandem technical support was unable to determine a cause.